Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227622210). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the aneurysm was large and there was an angle in the blood vessel. The stent could not be opened when it was deployed in the middle. The surgeon adjusted it several times and retrieved it, but it still could not be solved. Finally, he felt that there was resistance in the catheter when deploying the stent. It was suspected that the stent and marksman had been damaged due to too many adjustments, so they were withdrawn and found that they were indeed damaged. After replacing with a smaller stent, it was solved. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved and the pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.   The patient was undergoing surgery for treatment of a saccular, unruptured left c7 segment aneurysm with a max diameter of 16mm and a 6mm neck diameter. Access vessel was femoral artery with a diameter of 9mm. Landing zone was 4.1mm distal and 4.8mm proximal. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered, pru level was "iia."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that resistance occurred at the distal end of the catheter. It was noted that there was a slight break at the distal end of the catheter. The middle section of the pipeline failed to open. Additional steps attempted to open the pipeline included retrieving and repositioning adjustments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #808285080:¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pusher was returned stuck within the marksman catheter. ¿ damage location details: the pipeline flex pushwire was returned extending out from catheter hub. In addition, the partial distal hypotube, pads, sleeves and tip coil were deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. However, dried blood was present within braid. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman distal tip and marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: for further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. An in-house mandrel was inserted into the marksman micro catheter hub and catheter lumen with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have ¿failure/incomplete open at middle section¿ as the middle section was found to be fully opened and no damage. In addition, based on the analysis finding, the pipeline flex and marksman catheter were confirmed to have resistance as pipeline flex pushwire was returned stuck within marksman catheter. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was crease, the crease was obvious, but there was no breakage or separation.